Manufacturer narrative:
Date of event: the exact date of onset is unknown. Preceding the alleged event, the v.a.c.® dressing was removed and v.a.c.® therapy was placed on hold as of (B)(6) 2021. Thus, (B)(6) 2021 was utilized. V.a.c. Whitefoam¿ dressing lot number was not available and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the retained foreign material alleged to be v.a.c. Whitefoam¿ dressing was placed in the wound. The incision and drainage with debridement was a scheduled procedure and the physician resumed v.a.c.® therapy after the alleged event. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported as a potential use error. Device labeling, available in print and online, states: foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 05-jan-2022, clinical records received from the physician were reviewed by kci which noted the following information: on (B)(6) 2021, the patient was admitted for a scheduled incision and drainage with debridement due to the wound having "healed down to the point where it is difficult to get a wound vac in but has significant undermining about to 9 cm." The physician noted "vac therapy has remained on hold." On (B)(6) 2021, the patient underwent the scheduled incision and drainage with debridement. The "wound was probed and opened and extended full length of the underlying cavity" and two pieces of foreign material alleged to be v.a.c. Whitefoam¿ dressing were discovered and removed. Per kci records v.a.c.® therapy was placed on hold on (B)(6) 2021. No additional information available. The v.a.c. Whitefoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.